Event description:
Based on the information provided by the user, the tip of the single [?] Use screwdriver fractured during screw insertion. The fragments fell into the surgical site and were retrieved, and no patient harm has been reported. The device involved will not be returned to the manufacturer, preventing a physical examination of the product. As part of the manufacturer's investigation, the batch documentation will be reviewed to identify any potential anomalies. Based on the information currently available, the root cause cannot be determined at this stage and the assessment remains ongoing.